Event description:
It was reported that during a cystoscopy, left retrograde pyelogram, and insertion of left ureteric stent procedure, the open-end ureteral catheter stent snapped in half when it was being retracted. The device was inserted through the scope; once inside the bladder the device snapped and was broken into two parts. The device segments were manually retrieved through x-ray guidance. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer postal code = (b6). Customer occupation = clinical support services. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: it was reported that during a cystoscopy, left retrograde pyelogram, and insertion of left ureteric stent procedure, the open-end ureteral catheter stent snapped in half when it was being retracted. The device was inserted through the scope; once inside the bladder the device snapped and was broken into two parts. The device segments were manually retrieved through x-ray guidance. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the device were conducted. The device was returned to cook with its packaging and label for investigation. The catheter is separated into two sections. The catheter has split along its length where its separated. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The catheter was supplied with IFU t_urecat_rev1 which includes the following avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. Do not withdraw cather while deflected in cystoscope/endoscope. If you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. How supplied: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ it is unknown if the device was inspected or tested prior to use. Based on the available information, cook has concluded a cause for the complaint cannot be established, it's not possible to rule out inadvertent user/procedural issues. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.